Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947-65 implantable tachy lead (B)(6) 2002; 1388t implantable pacing lead - competitor (B)(6) 2002.

Event description:
It was reported that during the replacement procedure of the implantable cardioverter defibrillator (ICD) the chronic superior venacava (svc) defibrillator lead impedance measured via wireless telemetry as "none" and the right ventricular (rv) impedance was greater than 200 ohms. The physician removed the coils from the header and inspected them for lead damage. The rv and svc coils were then connected and measured together as a circuit, via the analyzer. A impedance of less than 200 ohms was observed. The physician visually inspected the svc coil setscrew and could not determine any abnormality. The torque wrench did "click" appropriately when the setscrew was tightened. The impedance measurements were tested a second time with the result being the same, svc defib impedance as "none" and the rv defib impedance of greater than 200 ohms. The ICD was removed from the pocket again and the svc coil's pin was removed from the header and re-placed, back in the pocket. The can to rv coil impedance measured 55 ohms. The ICD was removed from the pocket, and the rv coil's pin was removed from the header, the svc coil's pin was connected to the rv coil header port and the device was placed back in the pocket. The can to svc coil (in the rv coil header port) impedance measured 63 ohms via wireless telemetry. The physician decided not to use the ICD. A new device was implanted. No patient complications have been reported as a result of this event.